Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1610c124ej stent graft was implanted during the endovascular treatment of a 32mm aneurysm. It was reported that during the index procedure, the bifurcate was implanted and intraoperative measurement of the contralateral limb length was performed using contrast imaging. The physician selected the etlw1616c124ej limb as planned; the device was opened, checked by a third doctor and a medical engineer, and then implanted in the common iliac artery (cia) according to standard procedure. Although a type1b endoleak was suspected on the final angiogram, it was determined to have no impact on the current treatment, and closure was performed. At the end of the procedure, it was discovered that a device of incorrect size had been implanted. Per the physician, the event was caused by undersizing due to the incorrect device being implanted. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Additional information received it was confirmed that there was no issues with the device box and it was properly seal before use. It was clarified that the stent graft model etlw1616c124ej was planned to be implanted; however, a etlw1610c124ej was implanted instead due to user error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.